Event description:
Svp implanted in v-p shunt on (B)(6) 2015. Spv was set up at 150 mmh20. On (B)(6) 015, the pressure has been set up at 200 mhg then overdrainage has been observed. The surgeon has replaced the spv valve by a high pressure valve (spv-400). Analyse of the valve has been requested by the surgeon.